Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2012, inratio: 2.2, lab: 10.0. Pt came in with a bleeding nose. Pt's target therapeutic range is 2.0-3.0.